Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon inspection, not during a procedure, the device was found to have a broken cord with no exposed wires and leaking air. No harm or delay occurred. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d10, g4, g7, h2, h3, h4, h6, h8, h10. Functional testing of the device revealed that it was within limits and passed rpm testing. It did take several tries to get the air to start the device for this test. There was a leak somewhere with the air flow in the handpiece itself. Calibration was not in limits. The unit was sent back to the account unrepaired. The unit has not been previously repaired and a DHR review cannot be completed due to the lot number not being available. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.